Event description:
Initial contact with the surgical facility indicated that upon allograft preparation, surgeon reportedly noticed a hair stuck to the valve. According to the report, a sample was subsequently sent to pathology for testing. The surgeon implanted the valve and indicated that testing results would be forwarded to the manufacturer. At the time of the initial report, no information was provided regarding the culture results for the hair of patient outcome. However, cryolife has subsequently received additional information indicating that while the culture results for the hair were indeed negative, the pre-implant culture for the allograft reportedly yielded positive results. Further more, the hospital representative indicated that the patient might have exhibited symptoms of infection, requiring antibiotic intervention. The hospital contact also indicated that more detailed information would be provided to cryolife.